Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). A sample was not available for evaluation, however, a batch review was performed on the reported lot and no deviations were noted. Additionally a labeling review was performed and the directions for use call out the use of an interlink cannula for access of the injection site. Per the customer, the clinician used a (B)(4) smart tip vial access device.

Event description:
The customer reported to their baxter sales representative that the interlink y-type blood/solution set leaked from the interlink injection site. The leak occurred immediately after a (B)(4) smartip vial access product ((B)(4)) was used to access the interlink. The clinician believes it was the patient's blood that leaked and not the transfusion blood. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation, therefore, baxter cannot determine the root cause at this time. Should additional information become available, a follow-up report will be submitted.